Manufacturer narrative:
Concomitants: serial #: (B)(4), category #: a10012 - gps implant kit v2, serial #: (B)(4), category #: 208-06-03 - cc distal fem augment sz 3, 10mm, serial #: (B)(4), category #: 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm, serial #: (B)(4), category #: 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm, serial #: (B)(4), category #: 208-06-03 - cc distal fem augment sz 3, 10mm, serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw, serial #: (B)(4), category #: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, serial #: (B)(4), category #: 02-010-06-0330 - logic cc femoral size 3, right, serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm, serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm, serial #: (B)(4), category #: 02-012-61-2000 - logic offset stem ext coupler 2mm.

Event description:
It was reported via clinical study, that the 56 yo female patient experienced deep peroneal nerve palsy and acute hemarthrosis causing pain, swelling and toe drop after strenuous therapy. The date of adverse event onset is (B)(6) 2017. The patient was treated with knee aspiration, immobilizer, hold on physical therapy and surgical evacuation of hematoma. The patient¿s outcome was last known as resolved on (B)(6) 2018.